Event description:
It was reported that calibration of the pressure settings of the ventilator resulted in higher vt delivered. It doubled the exhaled vt over the hosp ventilator with the same model ventilator, identical tubing, and matched settings. It is unk if the ventilator alarmed or if it was connected to a pt when the reported problem occurred.